Event description:
It was reported that patient presented in the operating room for an routine pulse generator battery replacement. Upon inspection of the leads during the procedure, externalized conductor cables were found on the right ventricular lead. Results of threshold, sensing, and impedance test values for the lead were all normal. The lead was left active in the body and will be monitored. The patient was stable before, during, and after the procedure.